Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a leaking infusion site that led to elevated glucose requiring increased correction dosing followed by a subsequent low; the low was treated with oral glucose and glucose levels were in range by the end of the call. Symptoms included hypoglycemia with a glucose nadir of 63 mg/dl and associated dry mouth. Outcomes included unexpected medical intervention in the form of medication treatment with oral glucose tablets. Troubleshooting and education were completed, and no alerts or alarms were reported. Investigation of this case revealed the cause of the hypoglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.